Event description:
Healthcare professional, additionally reported, "area of nodularity". Capsular contracture, baker grade unknown. And "calcification".

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "deflation" and "textured implants." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation" and "textured implants." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening sharp assessed as unidentified (tear) opening. And a openings striated assessed as to surgical damage. Also observed and delamination in the plug strap assessed as to cohesive failure. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. ¿ calcification: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the surface of the shell. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "textured implants." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27/jul/2023. Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported left side "deflation" and "textured implants." Healthcare professional later reported "capsular contracture", baker grade unknown, "nodularity and calcification". Device has been explanted and replaced.